Manufacturer narrative:
The device was received for evaluation. Visual inspection did identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported label inside door was missing which was reproduced. The reported condition was verified. The cause was determined to be missing direction of flow label shim. The case shimming was done to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump label inside door was missing. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.